Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported via manufacture representative high impedance values. The impedances were out of range when the lead was connected to the ins or ¿ins test.¿ it was noted that the electrode was cut inside the sheath. The high impedances during the test were >10,000 ohms. The ins and electrode was replaced and the event was resolved. No further complications were reported or anticipated.